Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient passed away due to septic shock. The patient had developed infections which led to multi system organ failure. There were no issues with the device, and it was reported that the patient¿s death was not device related. The device will not be returned for evaluation. Additional information revealed that the onset of the initial infection began on (B)(6) 2021 and was not related to the device. The type of infection was klebsiella pneumoniae. It was reported that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The heartmate ii left ventricular assist system instructions for use (IFU) lists death, infection, sepsis, and various forms of organ failure as an adverse event that may be associated with the use of heartmate ii lvas. The IFU provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The implant kit was shipped on 25aug2021. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists death, infection, sepsis and various forms of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. Section 6 also outlines care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient passed away due to septic shock. The patient had developed klebsiella pneumoniae starting on (B)(6) 2021 which led to multi-organ failure. The infection was reported to not be related to the device. There were no issues with the device and the outcome was also reported to be not device related. The pump was not explanted and will not be returned.